Event description:
I had allergen natural smooth silicone breast implants put in (B)(6) 2014. Within the year I had inflammation issues, autoimmune issues. Here we are in 2020 and I have to get them removed because of the amount of symptoms I'm having and that have worsened and depleted my quality of life. FDA safety report ID# (B)(4).